Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv). The iipv was duplicated during evaluation. The device was determined to meet electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was use error; the tidal total ultrafiltration removal was set too low. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). The device has not yet been received, but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.

Event description:
A customer contacted global technical service (gts) regarding a high drain 105/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the home choice pro (hcp) after use. The home patient (hp) stated there was no alarm the previous night. The technical service representative (tsr) was unable to obtain any information on programming. The hp stated they contacted their registered nurse (rn). There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the patient's rn on (B)(6) 2012, regarding the reported high drain 105 alarm. The rn stated that the patient made the clinic aware of the alarm. The rn stated she would be following up with the patient about the alarm. The rn stated that as far as she knew the patient was continuing therapy successfully on the hcp. No patient injury or medical intervention was reported. No allegations were made against any of the patient's dialysis products. No further information was available.